Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the stimulation had stopped and the patient¿s legs gave out. It was noted that this had started to happen in (B)(6) 2013. The battery was dead but the patient had just charged on the saturday prior to this report. The patient was charging her battery at the time of this report. Patient had to charge every 3 days and it took 5 hours to charge. The patient¿s stimulation was set at 8.5 amp and the patient thought that since it was high she may have to charge more often. It was noted that if the stimulation was not high the patient did not get pain relief. It was further noted that at first the patient¿s stimulator was relieving her pain about two months prior to this report. The device was not providing relief like it used to and with her setting high the patient was afraid her legs would give out. Patient was staying home because of this and was back on oral medication. Over the past two months prior to this report the device had not been giving her good relief. It was noted that the patient was hit with a cart and it hit the device. It was further noted that since the patient was hit the patient had not been getting good relief like previously. Additional information requested but had not been received as of the date of this report.